Event description:
Same case as MDR ID#: 2134265-2012-02326 & 2134265-2012-02328. It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was gained via the right femoral artery. The 85-95% stenosed target lesion was located in the 4.0mm in diameter severely calcified de novo distal right coronary artery (rca). Proximal to the target lesion there were multiple unspecified stents and a taxus stent. The lesion was predilated with multiple balloons. Three ion stent delivery systems were advanced in an attempt to treat the lesion however none were able to cross. Upon removal, all three stents "got caught up" in the non-bsc guide catheter or the non-bsc 7fr catheter and stent damage was noted. A 3.5x12 mm veriflex stent delivery system was also unable to cross the lesion. A maverick balloon was then advanced however the balloon was unable to cross the lesion and also became hung up on the non bsc guide catheter or non bsc catheter and was damaged on the proximal end. A non bsc stent was also unable to cross. The procedure was completed with angioplasty only. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-02326 & 2134265-2012-02328. It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was gained via the right femoral artery. The 85-95% stenosed target lesion was located in the 4.0mm in diameter severely calcified de novo distal right coronary artery (rca). Proximal to the target lesion there were multiple unspecified stents and a taxus stent. The lesion was predilated with multiple balloons. Three ion stent delivery systems were advanced in an attempt to treat the lesion however none were able to cross. Upon removal, all three stents "got caught up" in the non-bsc guide catheter or the non-bsc 7fr catheter and stent damage was noted. A 3.5x12 mm veriflex stent delivery system was also unable to cross the lesion. A maverick balloon was then advanced however the balloon was unable to cross the lesion and also became hung up on the non bsc guide catheter or non bsc catheter and was damaged on the proximal end. A non bsc stent was also unable to cross. The procedure was completed with angioplasty only. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion mr stent delivery system (sds) with no other devices. There was contrast and blood in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first proximal row of stent struts was stretched and flared. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported crossing, removing and withdrawing difficulties and the stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).